Event description:
The event involved a where the customer stated that there was air in line during infusion. There was concomitant drug with no concomitant device involved. The quantity affected is 3. A sample video was provided showing air in line. Additionally, the customer states that there was ¿air in line¿ alarm. There were large bubbles seen. It was distal air in line. There was not any problem with the pump. There was patient involvement, no adverse event/ patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact information: (B)(6).

Manufacturer narrative:
The complaint on the ch3034 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13595772 was reviewed and no non conformities were found that would have led to the reported complaint.